Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, patient: 1, inratio: 2.1, lab: 1.8, date: (B)(6) 2011, 2, 1.9, 2.2. Date: (B)(6) 2011, 3, 2.1, 2.3. Date: (B)(6) 2011, 4, 1.2, 1.4. Date: (B)(6) 2011, 5, 1.4, 2.0. Date: (B)(6) 2011, 6, 1.0, 1.1. Date: (B)(6) 2011, 7, 1.6, 2.4. Patients were tested on the meter and in the lab within minutes of one another. No patient information provided.